Event description:
During opening of sterile field, it was noted the sterile supply pack had multiple areas that looked like piercings through the internal wrap layer. There were areas of distress on the outer layer, but no areas showed piercing or tearing. New supply pack was obtained. Item: sop12knmfm, exp: 07/01/2027, lot: 638489.